Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the device displayed an error at power-up and it was attributed to the battery wires being pinched with the insulation exposed. Analysis further noted that there was lens and keypad separation, one case screw was contaminated and the main seal was not seated properly. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator generated error at power up. The generator was returned for service. There was no patient involvement.